Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: due to internal moisture contamination, "power on reset" events and multiple call service (cs) 054 and 128-fe88 errors, alarms and warnings and other errors were observed in the black box on (B)(6) 2015. The battery cap was unable to secure tightly to the pump. The battery cap height and width measurements were within specifications. The battery compartment was observed to be cracked in the thread area. The pump case was also cracked in the corner of display area. There was evidence of moisture contamination found inside the battery compartment. There was also moisture found behind the display lens. The pump was powered on with the returned battery cap to a blank display. The pump alarmed within three minutes with an audible tone and vibration alert per normal operation. The remaining steps were unable to be completed due to a blank display issue and internal moisture contamination. A leak test revealed a leak at the pump case crack and at the battery compartment cracks. The pump case was removed and there was evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.